Event description:
"Fixation levels: l2-s a revision surgery took place to replace screw. It was reported that the screw threads were damaged. Bone fusion has not occurred."

Event description:
It was reported that the patient underwent an unspecified revision spinal surgery due to screw cutout. It was reported that the screw thread was damaged. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The device was returned for evaluation. Visual review of the returned implant identified significant material removal from the bone screw thread. The location of the damage, in addition to the witness mark pattern on the damaged areas suggest contact with a powered surgical instrument. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.